Event description:
The affiliate reported that there was a disengagement failure. During the surgery, the perforator could not stop. No dura injury was conformed and another product was used to complete the case.

Manufacturer narrative:
Historically for complaints of this nature, the returned perforators have been visually inspected as received, disassembled and cleaned, and then visually inspected. No discrepancies have been found. The perforators have been reassembled and were functionally tested for cutting and drilling. They¿ve been found to meet specification requirements. The reported condition could not be duplicated. Reviews of the device history records have found no discrepancies. The complaints have not been confirmed. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the perforator was evaluated by the supplier and it was found to be within specifications. The returned perforator was visually inspected as received, disassembled and cleaned, and then visually and dimensionally inspected. No discrepancies were found. The perforator was reassembled and was functionally tested for cutting and drilling. The reported condition could not be duplicated / confirmed. Review of the device history record has found no discrepancies. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.